Event description:
It was reported that pump displayed malfunction code 12 with fault ID 0x2071, and no notable events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset it without recurrence of the malfunction, was advised to continue using pump and to call back if malfunction returned, and confirmed understanding of these instructions.